Event description:
It was reported that during implant attempt, the device was oversensing on both channels and the egm went flatline for a few seconds, then paced as programmed. The doctor also noticed blood in a port. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however a visual inspection revealed damage to the grommets.